Event description:
It was reported that a patient experienced fungal peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized for an unrelated event for a one day hospital stay. Five days after the initial hospital stay and discharge; the patient was readmitted. Treatment for the peritonitis event was not reported. Status of the hospitalization was unknown. It was not reported if the patient was recovering or had recovered from the peritonitis event. On an unreported date, dianeal therapies were discontinued, the peritoneal dialysis catheter was removed, and the patient was started on hemodialysis. Additional information was requested but is not available. This is report 2 of 4.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot number of d896589 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition. Should additional relevant information become available, a supplemental report will be submitted.